Manufacturer narrative:
Conclusion: this mitroflow valve was explanted after 5 years and 7 months due to a reported prosthetic regurgitation. Gross examination revealed tears in all leaflets that contributed to valve insufficiency. Cuspal tears without calcification are related to direct mechanical damage to the collagen structure during functional opening and closure of the cusp. Histological analysis showed the presence of lipid infiltration (cholesterol clefts) in the pericardial tissue. This lipid infiltration, as supported from the scientific literature may contribute to localized leaflet stiffness, and if associated with a degeneration of collagen fibers, as detected in the samples from this valve, may also lead to leaflet tearing. Histological analysis also identified inflammatory cells throughout the samples and gram positive bacteria spread inside the pericardium. The presence of inflammatory cell infiltration and bacteria showed the onset of an endocarditis. Gram positive and gram negative bacteria were also detected inside the amorphous unknown substance that was visible on leaflet c. Based on the histological analysis the massive lipid infiltration detected in the samples, may have contributed to a severe damage in the pericardium internal structure contributing to the tears onset and to the aortic regurgitation. It is possible that the patient's clinical conditions and risk factors (hypertension) may have contributed to the structural valve deterioration observed in this mitroflow valve.

Event description:
The manufacturer was notified on 26 august 2014 that a mitroflow aortic pericardial valve (model 12a, size 23, s/n (B)(4)) was explanted after 5.6 years.

Event description:
The manufacturer was notified on (B)(6) 2014 that a mitroflow aortic pericardial valve (model 12a, size 23, s/n (B)(4)) was explanted after 5.6 years due to a structural valve deterioration / aortic regurgitation . The valve was explanted and sent off to pathology with strict instructions not to destroy the tissue bioprosthesis, the valve had a tear at the stent post with no sign of infection.